Manufacturer narrative:
The flow diverter delivery system and the micro catheter were returned for evaluation. The flow diverter delivery system was found outside of the micro catheter. The distal and proximal dps restraints and sleeves were found to be intact with no signs of damage. The flow diverter braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The flow diverter braid was fully opened with severe fraying at both ends. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No kinks or bends were observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings and the reported event details, the report of failure/incomplete open distal could not be confirmed, as the returned device was found fully opened with severe fraying at both ends. It is possible that the patient anatomy and damaged braid may have contributed the reported event. However, the cause for damage could not be determined. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis, however, it has not been received. Upon completion of the device analysis a supplemental report will be submitted.

Event description:
Medtronic received report that during a right ica aneurysm embolization procedure the flow diverter failed to open, therefore, the device was removed. A new flow diverter was used <(>&<)> deployed with no issues. No patient injury occurred. The aneurysm is in the right ica. It is unruptured, sidewall, wide neck, with a 10-mm max and 7mm neck. The distal landing zone was 3.6mm and the proximal section was 5mm. The anatomy was moderate.